Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas intermittently powered off at approximately 50¿60% displayed battery charge and would only power back on when connected to a charger, prompting the user to transition to backup therapy and a replacement device to be shipped. Symptoms included no reported changes in blood glucose. Outcomes included no injury and no medical care. Investigation included device log retrieval and review and device replacement logistics. Investigation of this device revealed a suspected device power malfunction consistent with unexpected shutdown behavior indicating a potential internal power or battery management issue. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to power management.